Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular pacemaker lead had noise and low but in-range impedance. The sensitivity threshold was increased to address the noise. There were no patient consequences reported.